Event description:
Procedure type: unk. According to the reporter: the customer states that the device could not be closed after being loaded. Pt was involved without injury; no medical intervention needed. Surgery time was extended by 30 minutes or more because the surgeon need to obtain a new device which was not placed in the operating theatre.

Manufacturer narrative:
(B)(4).